Event description:
It was reported by service report that the fowler will not go down electronically or manually. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw assembly.